Manufacturer narrative:
Section h10, additional mfg narrative, of the initial medwatch report #0003015876-2022-02314 indicates: stryker evaluated the customer's device therapy pcb assembly and electronic records and verified the reported issue. Section h10, additional mfg narrative, of the initial medwatch report #0003015876-2022-02314 should indicate: stryker evaluated the customer's device electronic records and verified the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device therapy pcb assembly and electronic records and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. A shorted diode, designator d12, on the therapy pcb assembly was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.